Event description:
Information was received based on review of a journal article titled, "symptomatic flexion instability in posterior stabilized primary total knee arthroplasty," which evaluated the authors¿ management strategy and assessed the results of revision surgery due to isolated flexion instability after primary posterior-stabilized total knee arthroplasty. The study retrospectively reviewed a database of three-hundred twenty-eight (328) revision surgeries that were performed by two of the authors of the study between 2006 and 2010. Of the revision procedures reviewed, sixty (60) patients were revised due to instability. Nineteen (19) of the sixty (60) patients had isolated flexion instability in the setting of well-fixed and aligned primary posterior-stabilized tka. The study concluded the overall results showed a success rate of 95% for the first revision surgery, irrespective of the treatment modality.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by deshmane, et al ; orthopedics, healio.com/orthopedics, september 2014, volume 37, number 9. Correspondence to be addressed to: ajit j. Deshmukh, md. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This is being submitted to address the three (3) patients who underwent revision following primary tka with biomet implants were performed due to flexion due to instability. There has been no further information provided and the patient outcome is unknown.